Manufacturer narrative:
As of today the device has not been received for analysis. Should the device be returned and analysis complete, this report will be updated.

Event description:
Boston scientific received information that this device and associated lead displayed low pace impedance and no capture. The device was at end of life (eol). The patient was seen for a revision procedure where the lead was capped and the device was explanted. There were no additional adverse patient effects reported. The device was to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Ert was confirmed to have been met. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.